Event description:
It was reported that the dental implant was removed due to fracture at the neck the procedure was completed with another implant and that the patient will not have to return in the future to complete the dental procedure.

Manufacturer narrative:
Zimmer biomet (B)(4). Email address unknown / not provided. PMA/510(k) number: k011245 and k002188.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered sp 4.8mm 10m m octagon (spwb10) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. Device history record (DHR) review was completed for the subject lot number (60475039). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60475039) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.